Event description:
Dome tilted: "dome flipped after legs twisted during deployment. When deploying the filter the legs took a helical configuration. The sheath was withdrawn and the pusher wire was advanced to exit the dome from the sheath which flipped down. A loop snare was unsuccessful in straightening the dome and untwisting the legs. The filter pulled out of the auxillary vein and a small piece of the cephalic vein was removed attached to the filter. No repair was necessary. A filter was then placed in the pt without further complications reported."